Event description:
It was reported that an asymptomatic patient presented in the emergency room with a device that was double counting r-waves due to wide qrs complexes sensed. The patient received inappropriate hv therapy. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.